Event description:
Same event as MFR report: 3005188751-2012-00135. It was reported there was a cardiac perforation during an atrial fibrillation ablation procedure using the reflexion spiral diagnostic catheter and the safire blu ablation catheter. Two transseptal punctures were made and the left atrial model was created using the ensite velocity system. While using the safire blu ablation catheter to isolate the left superior pulmonary vein (lspv) the physician noted the heart border was not moving. A cardiac perforation was confirmed via transthoracic echocardiogram and pericardiocentesis was performed. The pt had previously had a perforation during a previous ablation procedure and the physician believes the cause of this cardiac perforation and effusion was ablation near the previous perforation site.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.